Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device confirmed the segment at the tip of gauge is fractured. The tip of the gauge is bent beyond the 40 degree angle stated on the print. The handle of the instrument is discolored. Surface scratches were found on the handle that are consistent with multiple use. Hardness test confirmed the hardness was within specification. Fracture analysis demonstrated that presence of debris and excessive surface smearing did not reveal any fracture artifacts to determine the crack initiation site and its mode of fracture. Eds semi-quantitative elemental analysis of the depth gage tip fracture showed that it was consistent with 410 stainless steel grade. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left total hip arthroplasty and during the procedure the surgeon was having difficulty with the screws sitting proud. After the surgery, x-rays were taken and it was discovered that the depth gauge broke off in the patient and a piece was lodged inside the acetabulum. It was determined that the piece was too difficult to retrieve so the surgeon decided to leave the broken fragment. Attempts have been made and no further information has been provided.